Event description:
The complaint is reported as: the needle goes through the catheter during insertion. No patient injury or complication was reported. Another device was obtained to place in a different artery.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Signs-of-use in the form of dried biological material was observed on the guide wire. In addition to the defective catheter, the guide wire also appeared to be kinked; however, as the sample was returned with the swg tubing bent, which was located directly adjacent to the location of the kink. Because of this and the fact that there is no customer mention of the kink, it is being assumed that this occurred while in transit to the morrisville facility. Visual analysis revealed that the catheter body had been punctured by the introducer needle. The appearance of the damage appears consistent with the customer reinserting the catheter back over the needle. Microscopic examination confirmed the damage. The puncture in the catheter body measured 29mm from the luer hub. The total catheter length measured 2.75", which is within the specification limits of 2.715"-2.755". The catheter body outer diameter measured .0464," which is within the specification limits of .044"-.047" per the catheter extrusion graphic. The catheter body inner diameter measured .031," which is within the specification limits of .031"-.034" per the catheter extrusion graphic. An attempt to reinsert the catheter back over the needle without allowing the bevel to exit out of the hole was performed. The needle was able to be reinserted with minor resistance due to the damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The report of a split arterial catheter was confirmed through complaint investigation. Visual analysis revealed that the introducer needle had punctured a hole in the catheter body, which appears consistent with damage due to the customer reinserting the catheter back over the needle. The catheter met all relevant dimensional and functional requirement, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the needle goes through the catheter during insertion. No patient injury or complication was reported. Another device was obtained to place in a different artery.